Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a gall bladder procedure on (B)(6) 2024, the unipolar high frequency cord sparked and broke off at the proximal end while the doctor was attemping to cauterize. However, no injuries were reported and no surgical delays.

Manufacturer narrative:
The device was returned to our us facility on aug-06-2024. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per the investigation by the manufacturing site: most probable root cause: mechanical damage due to end of life of the cable. The cable isolation as well as the copper wire itself were cut. Therefore, no current flow was given. This led to a high contact resistance which was the cause of the sparks, seen by the user. The IFU calls out a replacement of the cable after 3 months (by frequent use 2 -3 times a week). According to the manufacturing date of december 2021, it could be assumed that the cable has reached its end of life. Therefore, the defect can be rated as user error, because the user is responsible to check the cables lifetime. This event is filed under internal complaint ID (B)(4).